Manufacturer narrative:
It was reported that after 9 months of stent placement, the stent was found fractured. It is hard to review suspected device's DHR because the serial no. Was not checked. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Eus-bs stent is intended to maintain a punctured fistula between a gastrointestinal tract and a biliary tract in endoscopic ultrasound-guided biliary drainage. Stent can be frequently pressured due to patient's lesion status, and fracture can be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the description "the physician found that the stent had fracture near the stomach wall", it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion and other factors complexly and another stent was placed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent was placed in the hgs route in (B)(6) 2025. In (B)(6) 2026, the physician found that the stent had fracture near the stomach wall. Additional stent was placed in the hgs route. The serial number of the stent could not be determined. There were no patient complications as a result of this event.